Event description:
It was reported that the device was used in an unknown procedure. It was reported by the rep that there was no consequence to the pt. It was also reported by the rep that "no info available". 03/03/1999 contact person said the trocar would not lock and engage properly.